Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
Pt reported the insulin delivery of the infusion device is too low. His blood glucose was 150 mg/dl in the morning on (B)(6) 2013, and he bolused 15 ie for breakfast using he meter remote. His blood glucose was 230 mg/dl at 12:00 pm, and he bolused 10 ie as a correction using the meter remote. He did not eat lunch. His blood glucose was 260 mg/dl at 3:00 pm, and he bolused 8 ie as a correction using the meter remote. His blood glucose was 330 mg/dl at 4:15 om, and he bolused 2 ie directly from the infusion device. The 2 ie bolus is not listed in the infusion device history. He also changed the infusion headset three times during the day. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.